Manufacturer narrative:
An international complaint database search finds no other reported incidents against the known product and lot code since release for distribution. Although not available for evaluation, it would not be unreasonable to expect some degree of poly meterial wear after approx 14 yrs of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since may of 2001.

Event description:
The pt has been revised due to osteolysis, poly wear and loosening.